Manufacturer narrative:
The following correction has been updated in this report. Section "product brand name", "model number", "catalog item identifier", "serial number", "product UDI" in box d, box h has been updated/corrected.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging multiple myeloma. No other clinical information or medical interventions were reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The device is not part of recall. In this report, box h has been updated or corrected.

Manufacturer narrative:
Additional information was received on january 31, 2022, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer previously received information alleging multiple myeloma. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. The third-party service center concludes that they couldn't confirm the customer's allegation and unit got corrected. In box g: date received by mfg (rfb) has been updated. In box e: reporter address tab has been updated in this report. In box h: evaluation method code grid, evaluation results code grid and conclusion code grid has been updated.